Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; the stylus and cursor were not aligned. It was found that the overlay was broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's pen was in need of calibration. The programmer has been received for service. There was no patient involvement.